Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer was able to load a new cartridge. The customer's blood glucose (bg) level was 179 mg/dl. The customer delivered a bolus via the pump.